Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch ultra2 meter is reading inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient indicated he tests his blood glucose three times a day and manages his diabetes with novarapid penfill insulin (sliding scale based on his reading with the subject meter) three times a day and 28 units of lantus in the evening. The patient alleged that the issue began approximately 8-10 days prior to contacting lfs. According to the csr's documentation, after the alleged issue began the patient reportedly "had a few hypos in the night" (dates/times unknown); however, the patient's blood glucose readings (with the subject meter) prior to and/or during the onset of his unspecified hypoglycemic symptoms are not specified. On the evening of (B)(6) 2012, before going to bed, the patient reportedly obtained a blood glucose result of "22.9mmol/l" with the subject meter. According to the csr's documentation, in response to the reported blood glucose reading, the patient administered 12 units of novarapid insulin and his usual dose of lantus insulin. The following morning (at approximately 5:30am) the patient reportedly woke up feeling hypoglycemic (specifying only that he was "out of it"). At approximately the same time the patient's wife reportedly administered a glucose gel as treatment and 10 minutes later administered a chocolate bar and biscuits. At an unspecified time later, before returning back to bed, the patient reportedly obtained a blood glucose reading of "4.6mmol/l" with the subject meter. The patient indicated he felt better later that morning. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mmol/l). Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered his novarapid insulin based on the alleged result, reportedly became "out of it" (a feeling he associated with hypoglycemia), and allegedly receive treatment of glucose gel and food from his wife.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2012 the meter was tested and no faults were found. On (B)(6) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.